Manufacturer narrative:
(B)(4). No issues or discrepancies were found in the device history record of product code 833-123 / batch 74k1901663 that can be related to the failure mode reported. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility is not being manufactured at the time. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
Capio needle broke off. A new device was used. No patient complications.